Event description:
It was reported that a pump alarms for "air-in-line" when no air is present. The customer stated that this occurs at the start of an infusion and there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter's device eval is in progress. When complete, a supplemental report will be submitted.